Event description:
A report was rec'd that during post op the pt was experiencing clonic seizures and was taken to the ICU. The physician believes the seizures were due to an adverse reaction to the anesthesia. The pt has since been released from the hosp, is doing well and using the device.

Manufacturer narrative:
This is the final report.